Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited intermittent capture. The lead was no longer used and replaced.